Manufacturer narrative:
Date of event: (B)(6). Date of this report: 03-apr-2020.

Event description:
The customer reported the machine is not switching on. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power supply and sensor, pcba to address the reported problem. The unit successfully passed the required performance verification test.